Event description:
In 2005 device was used on a patient with an inr result of 2.4 compared to a lab of 1.5. In 5/05 the patient result was 2.1 inr on the device and 1.4 inr per the lab. The patient was taken off caumadin for two weeks. Controls were in range. The reporter declined product replacement.